Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that water got inside the scope connector during user handling. As a result, an abnormality occurred in the electronic component, and an error message was displayed temporarily. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 3) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope exhibited e315 (no image) scope error. The issue was found during preparation for use for a colonoscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned. An evaluation of the returned device could not confirm the customer allegation "e315 error". There were few additional findings. Leakage from the bending section cover was noted. Water ingress was noted in the scope connector. The angle knob was stiff in the up direction and angle play was noted in the up/down direction. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.